Manufacturer narrative:
Device evaluated by MFR: pending evaluation. Concomitant device(s): eq rev glenoid plate , 300-01-11 6660817. Eq compression screw 26mm , 320-20-026 s125448. Eq compression screw 34mm , 320-20-34 s125305. Eq compression screw , 320-20-38 5838888. Eq compression screw , 320-20-42 5704861. Eq rev 46mm glenosphere , 320-01-46 6198134. Eq rev adapter plate tray +0 320-10-00 6932344. Eq rev locking screw , 320-15-05 6884627. Eq rev torque screw kit , 320-20-00 6876605. Eq rev humeral liner 46mm +0 320-46-00 , 6723041.

Event description:
As reported, approximately two weeks postop the initial rtsa, the (B)(6) y/o male patient presented with pain and large hematoma. During revision surgery, the drained hematoma fluids appeared to be infected and the decision was made to remove all current implants and implant an antibiotic spacer. Patient will be given additional antibiotics post op. Pt was revised to a 46mm interspace shoulder due to infection. Surgeon expects patient to make a full recovery and they left the or stable. The patient was last known to be in stable condition following the event. The devices will not return due to facility policy.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.